Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considered that the char was excessive and estimates the risk to be increased. Charring on the tip electrode of the catheter was reported. It was located at the second electrode. No errors were presented. The physician saw no other problems on the product. There were no issues related to the temperature or flow on the catheter. The temperature cut off was set on 55 degrees and the qmode+ was used. The patient was anticoagulated. Act over 300. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered that the char was excessive (based on their clinical experience) and estimates the risk to be increased. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation. The duration of the ablation was 90 w and 4 seconds and 8ml/min. The average contact force was not greater than 40g. No patient consequence. Additional information was received. All ngen components were exchanged; both monitors, ngen power supply, ngen generator, and ngen pump. The patient interface unit (piu) and carto system were checked by biosense webster, inc. Field service engineer. The patient did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considered that the char was excessive and estimates the risk to be increased. The device evaluation was completed on 27-dec-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, fourier transformed infrared spectroscopy (ft-ir), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregular through the irrigation holes. Afterwards, a microscopic inspection to the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess of heat could be generated at the dome surface; which could cause an increase of the temperature and the presence of char, thrombus or clot residues in this area. An ft-ir test was performed and results showed mainly polyurethane (pu) adhesive vibrations, which indicate that the fiber is mixed with dry pu adhesive material, organic material presumably blood and inorganic material. Due to this condition, further investigation was conducted to review this failure mode. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus issue reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal corrective action is being followed to reduce this failure mode. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿char¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char was observed¿. -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) and dome (g04046) were selected as related to the customer¿s reported ¿char was excessive and estimates the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thrombus or clot residues was observed¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char was excessive and estimates the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process related¿. - investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char was excessive and estimates the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿occlusion in the irrigation holes¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).